Event description:
Report rec'd of a door/cassette alarm delaying therapy. Customer reports that in the emergency room, there was a delay of 30 minutes before a nitroglycerin drip was initiated due to door/cassette alarms. The staff changed the tubing and the pump before the nitroglycerin infusion began. No report of pt harm. Add'l pt info was requested, but no further info was available.